Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and the hand activation feature of the device was found to be non-functional, however, when it was activated with a footswitch no activation issues were noted. During testing the phase margin value was recorded out of specification; however, an out of range value will not interrupt device function or generate an automatic error code, not contributing to the reported event. The instrument was disassembled to perform an internal electrical test that revealed an open circuit condition at the housing level due to the hand activation wire was disconnected from the outer gold hand activation ring in contact with the nose cone. This affected the hand piece activation in such way that made it non functional. The handpiece usage counter indicates that it has already being used 59 times, so no conclusion could be drawn as to what caused the hand activation wire to disconnect.

Event description:
It was reported that before an unknown procedure, cannot consistently pass hand piece tests on the gen11 generator. A hand piece test was performed on the handpiecet on the generator. This was repeated and passed five times until on the fifth time the generator error message was displayed. On all subsequent hand piece tests this same error message was displayed. This left ambiguity in regards to the handpiece's functionality. Unknown how case was completed. There were no adverse consequences for the patient.